Event description:
It was reported that a physician sustained a third degree burn to the hand as a result of a fiber break. It was further reported that the physician is expected to completely heal with no permanent impairment or sequela.

Manufacturer narrative:
Reasonable attempts were made to obtain the subject device from the user facility; however, the device was not returned for evaluation. No physical evaluation of the subject device could be performed. An evaluation of the reported event by a lumenis technical specialist determined the probable root cause to be excessive bending forces applied under power in contradiction to product labeling.